Event description:
The customer reported that the battery was not recognized by the device. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery was not recognized by the device. There was no report of patient involvement. The customer was sent a new battery which resolved the failure.